Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was receiving an unspecified drug of unspecified concentration at an unspecified dose rate via an implantable pump for non-malignant pain. It was reported that the patient was in the emergency room with overdose symptoms. The patient had a recent refill of the pump a couple days ago. The hcp was wondering how to stop the pump. The hcp did not have a programmer. The emergency procedure to empty the pump reservoir and contacting the patient¿s managing physician was discussed at the time of the report. The emergency procedure to empty the pump was provided (morphine emergency procedure card). The hcp was to contact the managing physician to get more history and direction. The reporter was redirected to the manufacturer¿s national answering service to page a local manufacturer representative. No further patient complications have been reported as a result of this event.